Manufacturer narrative:
(B)(4). Pump had cracked case at display window corners, battery tube threads, reservoir tube lip completely broken off and test reservoir will not lock/click in place, broken belt clip slot, missing reservoir tube o-ring, minor scratched and cracked display window.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose was unknown at the time of incident. The insulin pump has a few spots some edges are broke off the cannel where the reservoir sit into and stick out and there is a ridge and it broke off and it allow the rubber o-ring to come out when removed and place the reservoir. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.